Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Bleeding and stroke are known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the vad coordinator that the patient was admitted overnight on (B)(6) 2016 via the emergency department with stroke symptoms after falling at home. Patient was initially unresponsive, but is currently following commands and able to move her left side. Patient remains unable to move the right side. Patient was initially implanted, and remain followed the hospital, she is not stable enough for transfer at this time. Multiple physician to physician conversations have been facilitated to the plan of care. Patient was given fresh frozen plasma and platelets to reverse anticoagulation, despite inr of 2.0 at time of event. Patient was taken to the operating room on (B)(6) 2016 for a craniotomy to accommodate for swelling. Patient stated to continue hospitalized on (B)(6) 2016, and showing mild and slow progress. Patient continues in observation and remains hospitalized. No further information has been received.